Manufacturer narrative:
The device was not returned therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of patient information. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Published in the journal of endovascular therapy is , endovascular aneurysm sealing of a collapsed and thrombosed aortic stent-graft with renovisceral chimney stent-grafts, by lareyre et al ((B)(6)) . A (B)(6) man was admitted for proximal collapse of an aortic extension following bifurcated afx stent-graft implantation associated with chimney grafts in both renal arteries and the superior mesenteric artery 1 month prior. Imaging identified thrombosis of the aortic stent-graft and the iliac limbs. A nellix stent graft was placed into the afx stent-graft to recanalize the aneurysm lumen and address the aortic thrombosis. There was no endoleak, and the reno-visceral chimney stent-grafts remained patent over a follow-up of 25 months. Patient and device information are anonymous within the publication. The physician and hospital completed approximately 369 cases. With the information within the publication there is no way to narrow down the patient or devices used.